Manufacturer narrative:
No additional information at this time. Additional information that is received will be reported as required.

Event description:
It was reported that the 9800 system displayed an iris too large error after boot. It was also noted that the collimator was stuck. There was no report of patient injury.